Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify the reported issue. Physio-control replaced the battery connector pins as a precaution and then observed proper operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report their device had powered off by itself multiple times during patient use. The customer stated the device was used to monitor the patient and had powered off at least three times. Each time the customer was able to power the device back on. No further details about the patient or event were able to be obtained. There was no report of an adverse patient outcome.